Event description:
The patient reported wearing the pod on the arm; duration of use is unknown. The pod was worn at the time medical attention was sought on (B)(6) 2025. The patient reported not receiving the required insulin due to discrepancies between the sensor readings and finger-stick measurements. The sensor displayed glucose levels above 350 mg/dl while finger-stick readings were 285 mg/dl. At the time of the reporting, the patient remained hospitalized for diabetic ketoacidosis with no discharge date available, per follow-up with the spouse. The patient experienced persistent hyperglycemia for about 14 hours, accompanied by dizziness and vomiting. Diagnosis included significantly elevated ketones and hyperglycemia (blood glucose level confirmed at 342 mg/dl at hospital). Treatment included intravenous lantus, fast-acting insulin injections and electrolyte replacement via drip. The patient was also recommended for blood sugar screening and evaluation of mineralocorticoid receptor antagonists.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.